Event description:
It was reported that the pacemaker alerted due to atrial pace impedance less than 200 ohms. The low impedance triggered the lead safety switch of the device and resulted in a change in programming from bipolar to unipolar. There were also stored episodes of atrial tachy response due to sensing of atrial lead noise. Technical services recommended further lead assessment. No adverse patient effects were reported.